Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer wanted to know why the 8110 is have a channel error. The customer said that he has two unit that will not work. I asked the customer what version are the units. The customer said that he just received them and he knows that they are not the same verison. I explain to the customer the he needed to re-flash the 8110 to correct the correct version. The customer said ok and ended the call.